Event description:
As reported, after deployment of a 5f mynxgrip vascular closure device (vcd) was completed and the device was removed following sufficient time, hemostasis was not achieved. Additional manual compression was applied, and the procedure was then completed. Other procedural details were requested but were not provided. The user is mynx certified. The femoral, arterial vessel's suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate presence of pvd / calcium in the vicinity of the puncture site. The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, after deployment of a 5f mynxgrip vascular closure device (vcd) was completed and the device was removed following sufficient time, hemostasis was not achieved. Additional manual compression was applied, and the procedure was then completed. Other procedural details were requested but were not provided. The user is mynx certified. The femoral, arterial vessel's suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate presence of pvd/calcium in the vicinity of the puncture site. The device will be returned for evaluation. One (1) non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle was engaged to the black handle, and the stopcock was observed to be open. A cordis mynx syringe was received attached to the unit. No catheter sheath introducer (csi) was returned for this evaluation. The sealant was not returned for this evaluation, and the advancer tube was also not returned for this evaluation. The sealant sleeve was found partially retracted, while the balloon showed no abnormal conditions. No additional anomalies were observed during this visual inspection. The inflation/deflation test was performed, and no issues related to the reported event were observed, as the balloon inflated and deflated as expected. The reported "failure to achieve hemostasis" was not confirmed due to the condition of the returned device. The exact cause of the issue experienced by the customer could not be determined. Based on the information available for review and product analysis, it is difficult determine what factors may have contributed to the failure to achieve hemostasis event reported since the device was returned in a condition that suggests the device was completely removed with no damages/anomalies noted. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. According to the product¿s IFU, which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. The information available nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after deployment of a 5f mynxgrip vascular closure device (vcd) was completed and the device was removed following sufficient time, hemostasis was not achieved. Additional manual compression was applied, and the procedure was then completed. The device will be returned for evaluation.